Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02075 and 2015691-2025-02076. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by subclavian/axillary approach, two unsuccessful attempts were made trying to pass a 26mm sapien 3 ultra resilia valve past the access site. The access site was considered a low axillary or high brachial according to the vascular surgeon. Both attempts resulted in the valve exiting the esheath in the expandable area when it engaged the access point. The vessel was not allowing the valve to pass which resulted in the push catheter prolapsing out of the sheath with the valve. The whole device and sheath were removed as one unit both times. A small/mild vessel tear was noticeable after the second deployment attempt was removed, which was fixed by the vascular surgeon. A valve was not implanted. The patient was doing well. Pre-decontamination findings confirmed two bent struts on the second sapien 3 ultra resilia valve.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined for any abnormalities and the following was observed: crimped thv: one strut is bent outwards at the valve inflow. One strut is bent outwards and sideways at the valve outflow, likely due to handling during withdrawal. The complaint for valve frame damage was confirmed based on returned device evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", "if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace." In this case, it was reported that the patient's access vessel "was not allowing the valve to pass" with two unsuccessful attempts to pass the thv past the access site, which suggests difficult patient anatomy. It is possible that one or more patient factor (access vessel calcification, tortuosity, undersized vessel diameters may have been present during the procedure, but there is no imagery available to confirm the presence of such factors. However, the presence of calcification, tortuosity, and/or undersized vessels can create a challenging pathway during delivery system advancement and/or withdrawal, leading to resistance. Additional device manipulation and/or high push force was likely applied to overcome the reported resistance during advancement, which can lead to the valve struts interacting with the sheath shaft and result in damage at the valve inflow side as observed. Additionally, a bent strut was observed at the valve outflow side, which may be due to valve strut interaction with the damaged sheath during system withdrawal. As such, available information suggests that patient factors (access vessel characteristics) and/or procedural factors (excessive device manipulation, high push force, crimped valve withdrawal) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.